Event description:
It was reported the healthcare provider inspected the kit and noticed plastic was stuck to the needle. It was also reported it looked like the plastic piece that came packaged with the needle had melted to the needle. It was possible to see the indention on the plastic piece. The device was not used in the patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_spinalneedle. Product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot # v121083) revealed no anomaly. Analysis of the spinal needle revealed it was packaged incorrectly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.